Event description:
The complainant reported that the physician performed the therapeutic implant of a vaxcel implantable port in a female pt. When the physician inserted the catheter into the introducer sheath, the sheath tore about 2-1/2, and did not tear down the full length of the sheath as is appropriate. The dr was able to peel the sheath by pushing the sheath down, as his assistant held the rest of the device. The device was successfully implanted in the pt. The complainant confirmed that there was no adverse affect to the pt as a result of the reported problem.

Manufacturer narrative:
This device has been received by this MFR, but a physical eval has not yet been performed; therefore, a failure analysis is not available and at this time we are unable to determine if the device met its specifications. We are unable to determine the relationship between the device and the cause for this event. The february 2007 15-month trend report for all complaint failure modes was reviewed; no adverse trends were noted.